Event description:
It was reported that wire/needle/cannula damaged or missing occurred. The sensor was inserted into the arm. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5168449.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. H2 type of follow up: additional information. H6: additional information.

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the arm which is off label usage of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.